Manufacturer narrative:
Concomitant products: 419688 lead implanted: (B)(6) 2009 and dtma1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inhibition of pacing, and oversensing was observed on marker channels. The lead remains in use. No patient complications have been reported as a result of this event.